Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. Explant damage was noted. Concomitant product: 5076-35 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture as there was high impedance and no sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.